Event description:
It was reported that an ilet user was unable to view blood glucose data in the bionic circle until pairing was re-established, after which the blood glucose was high; the user acknowledged administering a "ghost meal/announcement" after the ilet notified that insulin was out, then replaced all supplies and resumed use with a steel infusion set. Investigation of this case revealed insulin depletion and subsequent high glucose, which the user attempted to address with a ghost announcement, and function was restored after pairing and supply changes; no device malfunction was identified. Symptoms included lethargy associated with hyperglycemia. Outcomes included continued monitoring without escalation of care. It was concluded, based on previously established findings for similar reports, that user-related factors associated with insulin out-of-drug status and dosing behavior were the most likely cause.